Event description:
On 9/15/2010, the customer reported the display became blank.

Manufacturer narrative:
(B)(4): this complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.